Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Manual "try it" and "fixed low" testing was performed and passed. The receiver functional test was performed, and it passed all the relevant testing. The reported event of an intermittent audio output was not confirmed because the receiver produced audio output during the audio tests. A root cause could not be determined.